Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Functional testing revealed that the iesu powered on normally and successfully cauterized across all ports and instruments without issue. The iesu will be returned to the original equipment manufacturer. The probable root attributed to a defective generator.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report monopolar was not working. Tse recommended site swap monopolar port, issue remains, recommended site replace instrument and monopolar cable, issue persisted. Site decided to use third-party iesu to complete the procedure as planned. The procedure was completed with no reported injury.